Event description:
Visible residual was seen in the tubing of a vapotherm CPAP unit in use on a patient. Tubing cultured and grew out the organism ralstonia pickettii. A second unit grew out the same organism. No growth from any of the clean units.